Manufacturer narrative:
(B)(4), investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. One photo was provided; the picture shows an open jaws with a green reload loaded. The knife slot can be seen damaged. Based on the picture alone the event described is confirmed. Please refer to device analysis for full analysis details.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy on the third or fourth firing with a green reload the blade moved forward two millimeters and stopped. The staples deployed at the end of the end of the staple line but not at the beginning. "The anvil was broken". The procedure was completed by over sewing the staple line and the procedure was completed with a second like device with no patient consequences reported.